Manufacturer narrative:
Other: lower back pain and lower extremity pain. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown whether this spinal system caused or contributed to the reported event, we are filling this MDR for notification purpose. If information is provided in the future, a supplemental report will be issued.

Event description:
A multi-center retrospective observational study was conducted to obtain post-market clinical data for medtronic spine implantable devices. These data were queried and grouped based on the specific medtronic system used in the surgical procedure and analyzed to establish real-world evidence (rwe) for the performance and safety of the device in question when used as part of standard clinical practice. This data collection is one part of ongoing post-market clinical surveillance activities that are intended to confirm and monitor the safety and performance of the device. This report summarizes clinical obtained by medtronic as part of this retrospective observational study for the stainless steel (ss) spinal system. The clinical data summarized in this report were extracted for analysis on 03-mar-2020. As per this clinical evaluation report, it was reported that the patient presented with spinal stenosis, spondylolisthesis, and post-laminectomy syndrome. She underwent a 3-level (l3-s1) posterior spine fusion procedure. This patient was implanted with a spinal construct that consisted of ss multi-axial screws and 5.5 hex-end ss rods to provide posterior support and temporary fixation until fusion occurs. Radiographs taken at 6 and 12 months post-operatively indicated that the hardware and grafts were in a good position, with a successful fusion. The patient continued to report lower back and lower extremity pain at the 3, 6, and 12 month follow-up. However, it is not specified is the pain levels are changed relative to pre-operative levels. No device-related complications were reported. Overall, in the case report, it was found that this spinal system performed as intended, remained in place, and provided adequate spinal stabilization.